Event description:
It was reported that during an unspecified urological procedure, the tip of a sensor .035 dual-flex ang/150cm guide wire was exposed and the protective cover was "peeled back". Despite multiple attempts to request additional information, no information has been received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.